Manufacturer narrative:
It was reported the bag leaked from the side (as indicated in the medwatch report).. F2: the user facility submitted medwatch mw5098588 for this event. H4: the device was manufactured between 10mar2020 and 11mar2020. The device was received for evaluation. Visual inspection noted an area marked where the leak was eventually confirmed; otherwise, the inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a leak was observed at the middle right side edge. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from march 10, 2020 - march 11, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which observed a marked area of defect. Functional testing was performed which revealed a leak at the middle right side edge of the bag. Additional inspection was performed which verified a tear/hole where the leak occurred. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The user facility has not provided the medwatch report # for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) had a hole in center of the bag. This was identified before patient use. There was no patient involvement. No additional information is available.